Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The left side frame was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation, there was a broken weld at the seat rail. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The left frame has a broken weld.